Event description:
It was reported that post a device replacement procedure, right ventricular (rv) lead impedance was significantly lower than prior to the device change out. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.